Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the cfb image failure. Based on the result, we concluded that it was caused due to the excessive force applied on the cfb. In addition, we confirmed that the control body fluid damage, the forward body frame fluid damage, the ocular fluid damage, the image guide fiber bundle (cfb) fluid damage, the ocular cover glass fluid damage, the screen mask fluid damage, the insertion flexible tube (ift) broken, the insertion flexible tube (ift) buckled, and the insertion flexible tube (ift) spiral closer condition; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(broken).